Event description:
It was reported that the anesthesia workstation failed the system checkout in several tests and that the ventilation was erratic. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. According to the information provided by the technician the pressure transducer, vaporizer inlet/outlet valve, auto ventilation leakage and man ventilation leakage tests failed. According to the technician the issue was related with malfunctioning pressure transducer printed circuit board (pcb). Reflector pressure transducer board has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The device's logs and defective part have not been available for further evaluation. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The device failed to meet its specifications.